Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that site was experiencing communication difficulties with their programming system. A new programming system has been provided to the site and the site verified that the new programming system was functioning properly. Analysis was performed on the non working unit and the reported issue was confirmed. The serial data cable, which produced communication errors, had intermittent conductors. A known good bench serial data cable was substituted and all communications errors cleared.